Event description:
Outside of manufacturers box labeling states "coflex lf bandage 1"sterile". Inside packaging states "coflex lf bandage 1" sterile". What is actually in the packaging is coflex lf bandage 2" sterile. Product is mislabeled. Product mislabel caught before going into or supply circulation. The 2" coflex is too big to be used for the purpose needed in hand surgery.